Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown at this time if device will be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal marginal artery with mild tortuosity and no calcification that was 70% stenosed. A 2.5 x 15 mm xience xpedition stent delivery system (sds) was advancing over a whisper guide wire when the distal end of the guide wire became kinked. Resistance met with the guide wire when the sds was advancing to the distal third of the marginal branch. After failing to advance, the sds was removed from the guide wire with resistance and the sds became separated. Per the physician, the kinked guide wire caused the resistance during advancement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: although the whisper ms guide wire became kinked due to the anatomy during advancement, the guide wire was used and crossed the target lesion. The sds was advancing over the guide wire when the sds met resistance with the guide wire. A decision was made to remove the sds. Then the sds separated at the mid shaft while inside the guiding catheter and was simply removed with the guiding catheter. The procedure was successfully completed with a non-abbott stent with the same guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. It should be noted the hi-torque guide wires instructions for use (IFU) states: prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and/or inaccurate torque response. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the instructions for use (IFU). Manipulation of the device resulted in the reported kink. Attempts to advance the 2.5 x 15 mm xience xpedition stent delivery system over the compromised guide wire (against the IFU) resulted in the reported difficulty to position and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.